Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of implant") in a 39 year-old female patient who had essure inserted (lot no. Ess305755528) for sterilisation. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was bupropion for depression since (B)(6) 2021. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3277 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation and medically important). At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device dislocation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of device dislocation ("migration of implant"). In a 39 year-old female patient who had essure inserted (lot no. 755528), for female sterilisation. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was bupropion for depression, since (B)(6) 2021. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, (B)(6) days after essure insertion. She experienced device dislocation (seriousness criteria hospitalisation and medically important). At the time of the report, the event had not resolved. No causality assessment was received, for essure with regard to device dislocation. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-may-2023, quality safety evaluation of ptc. A technical investigation was conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.